Event description:
It was reported that the healthcare provider (pcp) thought the pump pocket "may be infected.' No diagnostic testing was performed. Patient was referred to by the hcp's pa to a surgeon. Patient was instructed by the surgeon to see a neurologist to diagnose him first. The pump was used to deliver fentanyl. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n203550011, implanted on: (B)(6) 2009, explanted on: unknown.